Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Alleged failure: tip of device fell off. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The reported failure mode will be monitored for future reoccurrence. (B)(4)

Event description:
It was reported that the tip of the probe fell off in shoulder. Multiple attempts were made to retrieve additional information, however it was not known if the tip was retrieved from the patient.